Event description:
The receiver housing separated, leaving the foam sleeve and part of the receiver housing in the left ear canal. After approximately 2 weeks the pt. Returned to the dispenser for a check and was referred to a physician. The sleeve and receiver housing were subsequently removed from the ear canal by a physician without incident. No injury or adverse sequela reported.